Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the issue has resolved.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing a communication issue with their ipg. The patient had an unrelated surgery several months ago but it is unknown if their therapy had been on since then. The patient received the message that the ipg is resetting. A field representative later met with the patient and was able to connect to the ipg without issue.